Event description:
The pt service rep (psr) assisting a (B)(6) female pt contacted zoll lifecor customer support service to report the pt's charger turned off while attempting to complete a download. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. The cause of the non functional charger was a broken connector from the power brick to the charger. The root cause of the broken connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.